Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion alarm did not occur due to an unrelated issue. A review of the event history log revealed multiple upstream occlusion alarms, however the log cannot be used to distinguish true and false alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The device was unable to undergo the proper testing for the reported issue. The device will go through release testing and meet all quality requirements before returning to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an alarmed upstream occlusion during unspecified process step. There was no patient involvement. No additional information is available.